Event description:
The patient's family member reported that patient had used the suspect device to check their blood glucose and obtained a result of 299 mg/dl. Patient then injected their normal dose of insulin and passed out about ten minutes later. Paramedics were called and they checked their glucose at 23 mg/dl. Patient was then treated for hypoglycemia. Glucose controls were used by the patient and the controls were out of range. While on the telephone to the manufacturer, glucose controls were again used and the results fell within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.